Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A higher reading issue was reported with the adc freestyle libre 2 sensor. A caller reported that the customer (child) obtained a sensor scan of 321 mg/dl as compared to a capillary reading of 120 mg/dl on a competitor meter. The customer experienced symptoms of sweating, fatigue, and had contact with a healthcare provider who administered glucose gel as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A higher reading issue was reported with the adc freestyle libre 2 sensor. A caller reported that the customer (child) obtained a sensor scan of 321 mg/dl as compared to a capillary reading of 120 mg/dl on a competitor meter. The customer experienced symptoms of sweating, fatigue, and had contact with a healthcare provider who administered glucose gel as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.